Event description:
Boston scientific crm received information that the patient with this transvenous defibrillation lead received an appropriate shock. When the device was interrogated, low shock impedance measurements were observed. Technical services (ts) discussed troubleshooting options to test the system. A revision procedure was performed. During the procedure, the impedances were reported to be normal through the pacing system analyzer (psa); therefore this lead was connected to a new device. When defibrillation threshold (dft) testing was performed, an error message "short circuit condition detected during shock delivery, fault code 1004" was observed. The leads were checked and dft's were attempted again; however, were not successful. A new device was then attempted. The leads were again tested through the psa, with normal measurements, thus the same leads were used with the new device. Dft's were performed, and another error message "short circuit condition detected during shock delivery" was noted. Dft's were attempted again and another error message, "capacitor charge time exceeded, fault 1007" was observed. It was also noted that a popping noise was heard with each dft attempt. This lead was explanted, replaced and was later returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt, only the proximal portion (180mm from the terminal pin) of the lead was returned for laboratory testing. Visual inspection identified multiple areas of the lead that had sustained damage as a result of the explant procedure. The segment was put through and passed testing that verified electrical continuity. Detailed analysis of the high voltage (hv) proximal terminal pin identified an area that sustained transgranular fracture and melting. It is suspected that a loose connection in combination with an arcing event caused the terminal pin to become welded to the terminal block which was then fractured at the time of the lead removal. It is unknown if this occurred at the time of the original implant of model#1861 or model#t165. This is considered an incidental finding that is unrelated to the clinical observation of a shorted (less than 20 ohms) lead condition that occurred in march 2010. Model#t165 was successfully interrogated and review of device memory confirmed the clinical observation of low shock impedance in (B)(6) 2010. Shock impedance testing with a programmer confirmed that the damage to the device was consistent with an attempt to deliver energy through a shorted lead. Upon initial interrogation of both replacement devices, model#n118 and model#n119 had battery status indicators of end-of-life (eol). An x-ray was performed on both devices, revealing an open plasma fuse on the device's hybrid circuit. It was concluded that both replacement devices shocked into a low impedance from a damaged defibrillation lead. In conclusion, all returned devices sustained damage to the high voltage circuitry during attempts to deliver energy through a shorted lead condition. However, the findings could not be confirmed as only a proximal segment of the lead was returned for analysis. The secondary findings of lead damage (high voltage (hv) proximal terminal pin) was incidental and would not have contributed to the reported clinical observations.